Event description:
It was reported that patient underwent a total left hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to unknown reasons. Patient was further revised on (B)(6) 2015 due to cup loosening. The cup was removed and replaced with a competitor cup.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).